Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock to treat her stress urinary incontinence (sui). It was alleged the plaintiff suffered "significant mental and physical pain and suffering, inflammation, and severe and permanent bodily injuries." It was additionally alleged the plaintiff underwent "extensive medical treatment, including, but not limited to, operations to locate and remove the mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.